Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the ECG connector, however according to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported there was an issue with the ECG connector. There was no reported patient involvement.